Event description:
Joystick on a (B)(4) power wheel chair is malfunctioning. Joystick is flashing the wrench and has battery light rainbow illuminated. Chair will not move until it is turned off several times.